Event description:
It is reported that the drill bit fractured.

Manufacturer narrative:
Evaluation summary: the product is not returned for analysis. Instrumentation used and the patient info such as age and sex is also unknown. However, it is stated that the high insertion angle of the drill could have led to overload in bending eventually leading to fracture. Evaluation: review of the device history records was also not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available info, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened.